Event description:
It was reported that the patient felt a loss of therapy. It was further noted that the patient reported having to use the restroom about every twenty minutes for the past two days. The patient also stated that she "had a cold and sometimes this affects her bladder". The patient further stated that she "had not reprogrammed since shortly after the implantation of her device". The patient further noted that after replacing the batteries in the patient programmer, the "stimulator showed as on, however she did not feel stimulation but that was typical." The patient reported using an "antibiotic patch for her cold" and was unsure if she had a urinary tract infection (uti). It was further noted that the patient increased her current program from 4.1 volts to 4.3 volts and planned to track her symptoms. Patient outcome was not provided.

Manufacturer narrative:
Product ID 3889-28, lot# v772339, serial# implanted: (B)(6) 2011, explanted: product type lead. Product ID 3037, lot# serial# (B)(4), implanted: explanted: product type programmer, (B)(4).